Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had inaccurate cgm values 8 days after the sensor was inserted in the abdomen. On (B)(6) 2024, it was reported that the reading on the receiver was 127 mg/dl. The patient fell three times. On the third time, he hit his head on the floor. Thus, he was not able to do a fingerstick bg for comparison. His eyes and forehead were injured and still in pain at the time of the call. Someone helped him get up and brought him to his car with the heater on. He ate a couple of bars found in his car, and he recovered. He went to hospital because he had a cut on his eyes and bump on his forehead as a result of falling to the floor. When he went to the hospital, his sugar was 200 mg/dl. The cgm reading at that time was not documented, but it was reported that his readings were 85 mg/dl off from the receiver. No indication whether low or high bias inaccuracy at that time. There was no documentation of treatment for hyperglycemia. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient fell down. It has been reported that readings were over 85 mg/dl off. There were no reported glucose values available to search within the parkes error grid calculator when patient was at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e1803 nodule.